Event description:
A us distributor reported that a battery charger was resetting.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (resets) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to a shorted q201. The root cause for the shorted q201 could not be positively identified. No adverse event resulted from the damaged charger.